Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units to resume delivery multiple times. Customer used cold insulin. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been received for eval. Should additional info be received a supplemental form will be completed.